Manufacturer narrative:
After further review of additional information received: complaint conclusion: as reported, when using a 4f 100cm sidewinder simmons 2 (sim2) tempo diagnostic catheter to perform an angiogram in the superficial femoral artery (sfa), the device was connected to an unknown y-valve and liquid leakage was found at the connection. This ¿triggered extravasation of the contrast agent when it was injected into the contrast medium¿ with a high-pressure contrast injector, which affected the quality of the image. Additionally, large amounts of liquid seepage were observed, affecting the aseptic environment. Extravasation, defined as a leakage of a solution out of the vessel and into the surrounding tissue of the patient, did not occur. However, the term ¿extravasation¿ was used to describe an excess leakage of contrast solution coming from the luer hub connection, outside of the patient. The procedure was completed by changing to a new unknown catheter. There were no reported injuries to the patient and the patient was in good status post-procedure. The device was stored and prepped per the instructions for use (IFU). There was no damage to the luer hub of the 4f sim2 tempo catheter, and there was no difficulty connecting the y-valve to the luer hub of the 4f sim2 tempo catheter. Without the return of the device or images for analysis, the reported customer event of ¿luer hub-leakage¿ could not be confirmed. Handling factors such as overtightening the syringe to the luer may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, when using a 4f 100cm sidewinder simmons 2 (sim2) tempo diagnostic catheter to perform an angiogram in the superficial femoral artery (sfa), the device was connected to an unknown y-valve and liquid leakage was found at the connection. This ¿triggered extravasation of the contrast agent when it was injected into the contrast medium¿ with a high-pressure contrast injector, which affected the quality of the image. Additionally, large amounts of liquid seepage were observed, affecting the aseptic environment. Extravasation, defined as a leakage of a solution out of the vessel and into the surrounding tissue of the patient, did not occur. However, the term ¿extravasation¿ was used to describe an excess leakage of contrast solution coming from the luer hub connection, outside of the patient. The procedure was completed by changing to a new unknown catheter. There were no reported injuries to the patient and the patient was in good status post-procedure. The device was stored and prepped per the instructions for use (IFU). There was no damage to the luer hub of the 4f sim2 tempo catheter, and there was no difficulty connecting the y-valve to the luer hub of the 4f sim2 tempo catheter. The device was not returned as expected. The hospital reported this case as an adverse event to the china nmpa directly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 4f 100cm sidewinder simmons 2 (sim2) tempo diagnostic catheter to perform an angiogram in the superficial femoral artery (sfa), the device was connected to an unknown y-valve and liquid leakage was found at the connection. This ¿triggered extravasation of the contrast agent when it was injected into the contrast medium¿ with a high-pressure contrast injector, which affected the quality of the image. Additionally, large amounts of liquid seepage were observed, affecting the aseptic environment. Extravasation, defined as a leakage of a solution out of the vessel and into the surrounding tissue of the patient, did not occur. However, the term ¿extravasation¿ was used to describe an excess leakage of contrast solution coming from the luer hub connection, outside of the patient. The procedure was completed by changing to a new unknown catheter. There were no reported injuries to the patient and the patient was in good status post-procedure. The device was stored and prepped per the instructions for use (IFU). There was no damage to the luer hub of the 4f sim2 tempo catheter, and there was no difficulty connecting the y-valve to the luer hub of the 4f sim2 tempo catheter. The device will be returned for evaluation. The hospital reported this case as an adverse event to the china nmpa directly.